Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient was experiencing pain during the trial procedure. It was also reported that the physician put another lead in the lower back due to the lead in the cervical area that was not working. The patient will undergo a revision procedure wherein the lead was readjusted. The patient was reportedly doing well postoperatively.